Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient reported sudden onset of urinary difficulty without apparent cause, presenting as frequent urination, urgency, delayed voiding onset, and straining during urination. Following medical advice, catheterization was performed. Post-catheterization, it was discovered that the flushing lumen of the three-lumen foley catheter lacked a stopper, resulting in urine leakage. The catheter was replaced, causing pain and dissatisfaction for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient reported sudden onset of urinary difficulty without apparent cause, presenting as frequent urination, urgency, delayed voiding onset, and straining during urination. Following medical advice, catheterization was performed. Post-catheterization, it was discovered that the flushing lumen of the three-lumen foley catheter lacked a stopper, resulting in urine leakage. The catheter was replaced, causing pain and dissatisfaction for the patient. No medical intervention was reported.